Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alert after plugging the pump to charge. There was no reported adverse impact to the customer's blood glucose level. Customer alleged power source alerts were being caused by an unspecified battery issue.